Event description:
Per the clinic, the patient experienced a skin breakdown following with extrusion of the implant receiver coil/transducer. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an mrsa infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Device analysis report attached.